Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a blank display after removing their insulin pump to shower. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The customer stated a solid black line appeared on their screen before it went blank again while troubleshooting. A self test could not be performed due to the blank display. Customer's blood glucose was 113 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.